Event description:
A customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of "lo" (less than 20 mg/dl) and 155 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The customer returned meter (B) (4) and test strip lot 44687 for an investigation. The readings complaint was not confirmed and all results were within the range specification during control solution testing. According to the internal memory log of the meter, the reported readings could be found.